Event description:
It was reported that during in clinic follow up, the left ventricular (lv) lead exhibited extracardiac stimulation on all vectors at capture and the patient experienced discomfort. The lv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.